Event description:
In 2007, during a liver biopsy of male patient with hepatitis c, tfe straight catheter began sheering against wire while placing cannula for biopsy. Biopsy was obtained. Upon removal of liver tissue, distal catheter piece dislodged to right atrium and later toward right ull of lung. Patient initially in v-tach as fragment "tickled" right atrium and then progressed to v-fib while fragment traveled toward lung. Physician snared fragment before entering lung. Complications were reported 10 minutes in duration. Anesthesia called to site. Code was not initiated. Patient returned to nsr immediately following retrieval of fragment. Follow-up documentation with the pt reports asymptomatic conditions.

Manufacturer narrative:
Evaluation: the catheter was returned in two sections with the hub missing from the flared end. An examination found the catheter sheared near the distal end. This type of damage suggests the tubing was withdrawn over the distal end of the rmt needle cannula at an angle. A review of our records found this lot number produced prior to change we have made. Buffing the needle cannula to eliminate the sharp edge, which should prevent this type of complaint from recurring.